Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 356 mg/dl, 139 mg/dl, and 144 mg/dl within 2 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.